Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient had a follow-up computed tomography (CT) scan that noted there was a possible device related thrombus. The patient did not experience any complications or consequences as a result of this event.